Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the balloon ruptured at the end of deployment. No additional information has been provided to date.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on investigation. The commander delivery system was returned to edwards lifesciences for evaluation. The returned device was evaluated, and the balloon burst was confirmed. A visual inspection found that a j hook tear was observed on the inflation balloon with no missing balloon material. Dimensional testing found that the inflation balloon single wall thickness was measured along the edges of the burst location and met specifications. 3mensio imagery was provided and the following was observed: no calcification or tortuosity was observed in the access vessel or native annulus. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "the balloon ruptured at the end of deployment". The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume and etc.). While the provided imagery did not display calcification of the native annulus, the case notes stated that "not much" calcification was present. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. However, it is possible that patient (calcification) and/or procedural factors (over-inflation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.